Event description:
On 4/21/1997, the subject device was implanted in the pt. Approximately three months later, it was found on an x-ray that the screw broke post-operatively between the third and fourth threads. On 6/3/1998, a secondary surgery was performed to remove the screw and to implant another screw.